Manufacturer narrative:
The device was returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's lg lens exhibited foreign objects. There were no reports of patient involvement.